Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient¿s wife reported that they were not receiving high and low alarms. At the time of call, she indicated that the patient¿s blood sugar was in the 30¿s mg/dl and stated she needed to call 911. The patient disconnected the call shortly after. No additional patient or event information is available as the patient could not be contacted further.